Event description:
It was reported that the patient's ams 700 inflatable penile prosthesis was removed and replaced with a new one due to unspecified reason. Additional information received stated that the device was not inflating due to fluid leak. The patient's status post procedure was fine.